Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer has been experiencing intermittent elevated blood glucose (bg) levels beginning in (B)(6) 2016 reaching 306 (mg/dl). Customer is unsure the cause of the elevated bg levels. Customer stated they would bolus and in some instances supply changes were used to address bg levels. In addition, the customer stated when addressing some elevated bg levels they over corrected by blousing a second time. The customer's bg levels lowered to as low as 60 (mg/dl) as a result. Soda was consumed to address low bg level. A recommendation was made for the customer to discuss fluctuating bg levels with their healthcare provider.